Manufacturer narrative:
Section e1: establishment name: (B)(6) hospital, (B)(6). Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned for evaluation and the customers allegation was confirmed. It was noted that the image disappeared during angulation in the right/left due to damage to the charge coupled device unit. It was also noted that an e216 scope communication error occurred due to damage to the charge coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to the distributor, that the endoeye flex deflectable videoscope screen became black and showed no image. The image was not restored. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.